Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary valve isolation (pvi) ablation procedure with a decanav electrophysiology catheter and the patient suffered cardiac tamponade. An adverse event occurred during a pvi case. The patient arrived with stable parameters on the table and in general anesthesia. Venous access was performed and a decanav electrophysiology catheter and a quadripolar catheter (non jnj) were inserted in the right atrium. Later a transeptal puncture (with non jnj needle) was performed in order to get inside the left atrium. While a lasso catheter was about to be connected to the piu (but wasn't already inside the heart), the physician noticed a pressure drop and stopped the case to check where it came from. The echo showed pericardial effusion in the region of pulmonary artery and due to this complication, the doctors present in the operating room preferred to stop the procedure and monitor the patient parameters in the intensive care unit (ICU). Patient outcome of the adverse event was reported a ¿worsened¿ however, further assistance by medical team was needed to better understand the condition of the patient. No additional information was available. No ablation catheter was used. Transseptal puncture was performed with an unknown product. Prior to noting the adverse event, ablation had not been performed. No evidence of steam pop. The event occurred during transseptal phase.